Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic hernia incision repair with mesh and abdominal lysis of adhesions. The patient underwent a surgical revision.